Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the intl list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k865060. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of fluid into the solution container. The tubing set was being used to deliver an unspecified volume of parenteral nutrition at an unspecified rate. After an unspecified length of time in use, the customer contact reported that, "during parental nutrition user noticed backflow of the liquid in the pouch." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was available including, if the tubing set was being used with a pump, description of the tubing set up, and clarification of the event details.